Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during follow-up, post-paced t wave oversensing was observed on stored egm. Patient was asymptomatic. Programming changes were made.